Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was not replaced.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance in lv tip to right ventricular (rv) coil. The lead was reprogrammed to lv tip to lv ring and the high impedance went away. The physician did not feel comfortable with the lead and decided to remove the lead. A new lead was implanted. No patient complications have been reported as a result of this event.